Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. The color tone of the image was abnormal. An addition reportable malfunction of the objective lens adhesive was peeling was identified. The bending angle was insufficient due to the elongation of the angle wire. Due to the looseness of the insertion tube, there was rattling at the connection between the insertion tube and the operation part. The bending section cover adhesive was missing. The operating part angle fixing part was loose. Water tightness was not maintained due to holes in the universal cord caused by external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented a distorted image and the screen turned green. No patient injury reported. The report is to capture the reportable malfunction of the screen turned green.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) image distortion and the screen turning green most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. 2) detachment of the adhesive part of the objective lens most likely occurred due to deterioration due to physical stress such as dropping or cracking, or chemical stress such as during cleaning and disinfecting. The detachment of the adhesive part of the objective lens can be prevented by following the safety precautions handling and general precautions in the instructions for use. Olympus will continue to monitor field performance for this device.